Event description:
It was reported during a revision procedure on (B)(6) 2024, it was noticed that all contacts were exhibiting high impedances. As such. The lead was explanted and replaced; therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.